Event description:
This lead was implanted on (B)(6) 2005 and was capped/ replaced on (B)(6) 2011. An email received by technical services on (B)(6) 2013 about a capped lead of patient for device credit stated that they do not have a competitive warranty program for this st. Jude lead. And this replacement was not eligible for a cardiassure discount because the st. Jude lead was in service longer than 60 months. So there was no credit available for this replacement. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).